Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 23mg/dl. The customer's most current level was 124mg/dl. The customer states they were not admitted, but treated with large glucagon shot and IV drip. The customer states the pump may have been exposed to MRI, but was not sure. Troubleshoot was conducted. The pump was found to have passed the displacement test. The customer was advised to monitor the device and call back if issues persist.